Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm that stopped insulin delivery approximately a month ago. Customer reported blood glucose level (bg) level was 300 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer began using manual injections to manage bg levels. Review of the pump history during the call with tandem technical support determined that the customer received an occlusion alarm. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call.